Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the dreamstation auto CPAP device caused an occasional cough, rattling noise in his chest, and phlegm. There was reported medical intervention of a doctor's visit. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Correction to box b: outcomes attributed to ae. 'Required intervention' should not have been selected.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the dreamstation auto CPAP device caused an occasional cough, rattling noise in his chest, and phlegm. There was reported medical intervention of a doctor's visit. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Section product UDI in box d has been updated/corrected in this report.